Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information. This report is for one (1) 10.0mm flexible shaft 440mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Health effect - impact code: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the patient was being operated on for fractured femur. A reamer set that the shaft of the reamer is approximately 1/2" wide 17" long spring was used. The reamer was assembled correctly. The shaft was being reamed and the battery went low and the shaft became stuck. The battery was changed and reaming started again. The distal tip broke and within two (2) seconds the proximal end broke. The battery was weak during reaming, which cause the instrument to jam. Fragments were generated. The surgeon was able to retrieve the two (2) pieces thru the original incision. The surgical procedure was successfully completed with a thirty (30) minute surgical delay. Concomitant device reported: reamer head (part number unknown, lot unknown, quantity 1). Powered drivers/handpieces: battery (part number unknown, lot unknown, quantity 1).